Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after approximately 8 months of support, an lvad fault alarm occurred. The patient was admitted to the hospital. There were no reported adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of a pump stop event and lvad internal fault alarms can be confirmed based on the submitted log files. On (B)(6) 2018, the pump speed dropped to 0 rpm and remained at 0 rpm for approximately four seconds. The pump speed then remained above the low-speed limit for the remainder of the log file. On (B)(6) 2018, four consecutive lvad internal fault alarms were captured; however, the pump appeared to be operating as intended during the time of the alarms. Following the alarms, no other unusual events were captured in the log file. The pump stop event lasting approximately four seconds is consistent with an electrostatic discharge (esd) event. Review of the submitted lvad event log file confirmed a software reset event occurred around the same time as the pump stoppage on the system controller event log file. Further evaluation of the lvad event file revealed 10 other software reset events occurring prior to the (B)(6) 2018 reset. During many of the software resets, rotor displacement events were captured. All of the software resets were likely due to esd and were mostly concentrated between (B)(6) 2018 and (B)(6) 2018. The lvad fault alarms were caused by a temporary disruption in communication between components on the motor control board and self-resolved within a few seconds. Pump operation was normal at this time and it was just that the motor was unable to access the memory chip during this time. Also, the rotor displacement and noise elevations are during the restart. Both noise and displacement are normal outside of these pump reset events. The heartmate3 lvas instructions for use (IFU) and patient handbook provides information regarding an electrostatic discharge and warns to avoid activities that could create static electricity. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A corrective and preventive action (CAPA) has been opened to investigate identified incidences of a momentary system stop. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.